Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an esophageal procedure, a bravo capsule was calibrated with the recorder. It took several attempts to calibrate the capsule. The capsule was placed inside the patient¿s esophagus after which the recorder displayed an error message stating it was unable to detect the capsule. The initial capsule was removed and a second capsule was placed in a separate procedure. There was no known impact or consequence to the patient. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. The reported problem was not confirmed. If information is provided in the future, a supplemental report will be issued.